Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -10.5/2.5/003 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was later exchanged for a shorter length lens due to excessive vault. This exchanged resolved the problem. Cause of event was reported to be unknown.